Manufacturer narrative:
Additional information was received on 3/9/2018. Both devices were explanted on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: 500cc mentor memorygel breast implant, catalog #3507500bc, lot #215260. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a(B)(6) female underwent primary breast augmentation with 500cc mentor memory gel breast implants. Post procedure, bilateral rupture was diagnosed through mammography. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Upon receipt by mentor, the gel contained in the device appeared cloudy. Brown material was observed within the device and on the shell surface. Upon visual examination, the device was severely rented. Microscopic examination of the edges of the rent gave no indications as to cause. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point, it is not possible to determine the root cause of such damage, nor the etiology of the brown material found on the device. The DHR was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Mentor performs 100% inspection and testing of all devices prior to release. There is no evidence that the issue is related to the manufacturing process. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 4/19/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Additional information was received with the field experience report on 4/19/2018. When the devices were explanted, bilateral prosthesis replacement with 490cc mentor memorygel breast implants was also performed. Manufacturer¿s reference number: (B)(4).